Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) there was a power management board malfunction.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power management board malfunction. The issue was found by getinge fse during coiled cable field action. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d5, d8, d9, d10, e1(initial reporter and email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. The fse replaced the power management board (0670-00-1162). Safety and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.